Event description:
It was reported to philips that the system froze and would not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer inspected the system onsite and confirmed that the system froze. The customer tried to reboot, but the issue persisted. Review of the system log file showed a ton of archiving configuration problems. During troubleshooting, the fse found that there were no other errors, and the smart data was good for the hard drives. The fse replaced the hdd and loaded software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.